Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a moderately tortuous distal right coronary artery. The physician noted the distal edge of the 28mm x 2.75mm taxus element stent was lifted but was able to successfully deploy the stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).